Event description:
It was reported that a physician deployed a 2.75mm diameter x 30mm length endeavor resolute drug eluting stent to treat a lesion in the lad of a patient that presented with angina. It was reported that the lad was 100% blocked and pre-dilation activities were carried out. The stent was deployed and post dilated with an nc balloon, and then it was noted that a stent fracture occurred in the middle of the stent during its post dilation. Another endeavor resolute stent was deployed to cover the lesion and no patient injury or clinical sequelae were reported. Cine image review: the images confirm a cto in the lad vessel. A guidewire and support wire were advanced inside the vessel. Pre-dilations were performed which successfully reduced the degree of stenosis and allowed contrast to flow into the mid to distal lad vessel. The endeavor resolute stent was positioned and deployed in the vessel with no visible issues. The cag of the stent post-deployment did not show any damage in the mid stent area. The following images show a post-dilation balloon inside the deployed stent. There appears to be a disruption to the stent geometry just distal to the post-dilation balloon. Additional images confirm the stent damage/distortion followed by another stent deployment inside the stent. The images do confirm stent damage/distortion; however, they do not confirm a stent fracture. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (stent deformation). (Root cause of material distortion most likely procedural related). (B)(4).